Event description:
The customer notified siemens on (B)(6) 2013 that after portal imaging the increment for the txt table movement was typed into the system, and then the table automatically began moving upside down without stopping until it reached the gantry at zero degree. There is no report of mistreatment or injury to a patient. This reported issue occurred in (B)(6).

Manufacturer narrative:
Siemens' investigation into the reported incident is on-going. A supplemental report will be submitted when requested information is received, and/or upon completion of the investigation. Siemens has requested data and information from the reported incident site for review and evaluation. (B)(6).